Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Litigation papers allege: on or about (B)(6), 2007, patient was implanted with a depuy pinnacle hip on his left side. After his surgery, patient began experiencing pain that continues to date. Patient has experienced bodily impairment, lack of mobility, and high levels of toxic metal in his blood stream. There is no report of a revision surgery. Doi: (B)(6) 2007 - dor: n/I (left side). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Added: pro/lot, UDI and expiration date, PMA/510k, patient code.

Event description:
Ppf alleges elevated metal ions.

Event description:
Litigation papers allege: on or about (B)(6) 2007, pt was implanted with a depuy pinnacle hip on his left side. After his surgery, pt began experiencing pain that continues to date. Pt has experienced bodily impairment, lack of mobility, and high levels of toxic metal in his blood stream. There is no report of a revision surgery.